Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00588. Note: both leads are being reported as it is unknown which lead was replaced. It was reported the patient underwent surgery where one lead was explanted and replaced. Additionally, it was reported one of the patient's leads exhibited high impedance measurements prior to surgical intervention. The patient received effective stimulation therapy and the issue was resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00588. It was reported the patient experienced ineffective stimulation. X-rays showed the leads migrated. The patient reported he fell multiple times and had not adhered to the post op restrictions of no heavy lifting, bending or twisting. Surgical intervention may be taken to address the issue.